Event description:
It was reported that the patient presented in the emergency room after receiving a non sustained rv over sensing alert. The egm showed intermittent rv undersensing. The ICD was reprogrammed. The patient will continue to be monitored.